Event description:
It was reported that the coupler was broken on the front of the motor drive unit. The event did not occur during a surgical procedure and there was no pt involvement.

Event description:
The report is from the (B) (4) study. The patient was a (B) (6) male, (B) (6), with a history of hyperlipidemia, cardiac arrhythmia, CABG, smoking, diabetes, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was the left proximal internal carotid. Pre-procedure stenosis was 60%. The vessel was moderately calcified and moderately tortuous. Lesion length was 30mm and diameter was 4.5mm. The lesion was pre-dilated. A precise pro rx 10 x 40 was deployed at the target lesion. Post-procedure stenosis was 5%. An angioguard xp, basket size 7 was unable to track to the lesion and failed to cross. The device prepped normally and there was no box/package failure. A guidant embolic protection device was used instead. There was no patient adverse event. The patient was discharged the following day. Addendum received 6/2/2010: the patient died on (B) (6)-2009. The cause of death is unknown. The patient had been considered lost to follow-up and the notice of death was obtained from the national death index. There has been no response to follow-up from the patient's family.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14035801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cause of death is unknown. The patient had been considered lost to follow-up and the notice of death was obtained from the national death index. There has been no response to follow-up from the patient's family. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and report of the patient's demise. There is no indication the event is manufacturing related.